Event description:
The patient is a middle-aged man with unknown medical history who was transferred from an outside hospital after thrombolysis and cardiac catheterization which revealed cardiogenic shock and severe three-vessel coronary disease. The patient received an impella cp heart pump for left ventricular support prior to the transfer. Upon arrival, the patient became more unstable progressing to anuria and requiring increasing amounts of vasopressors. At 07:14, the patient was taken to the operating room for an emergent cannulation for extracorporeal membrane oxygenation (ECMO). At 10:24, following the procedure, the patient remained intubated and was taken to ICU in guarded condition for recovery. Postoperatively, the cardiologist evaluated the patient and recommended consideration of lvad. The patient's ef was 9% coupled with an acute kidney injury at that time. Concern for the patient's extensive coronary disease prompted a recommendation for a cardiac catheterization on the following day. At 10:40 on that next day, the patient was transported to the cardiac catheterization lab for a percutaneous coronary intervention (pci) accompanied by the cardiac surgeon, perfusionist, balloon technician, respiratory therapist and two nurses for safety and monitoring. During transport, the patient was monitored and stable. The procedure began at 11:43 including a pci of acute total/subtotal occlusion during acute myocardial infarction and lasted approximately 48 minutes during which time the patient remained hemodynamically stable. Plavix and heparin were administered in the cath lab, in addition to his concurrent heparin infusion at 1200units/hr. At the end of the case, it was noted that his right femoral impella access site was bleeding. This was re-dressed and pressure applied until the bleeding was diminished. The ptt was checked and came back >150, hemoglobin = 8.1. At this time, his flows and blood pressure were stable without any increased vasopressor requirement or ECMO/impella support. The cardiac surgeon felt it was safe to continue transporting patient to CT scan at that time. At 14:23, a CT scan of head, chest, face, and abdomen was performed to evaluate the patient's appropriateness for advanced therapies due to the limited medical history and the anticipated need for long term mechanical support. The patient remained stable while in the scanner and appeared to tolerate the CT scan without complication. Shortly before moving the patient from CT bed to the transport bed patient's flows cut out and decreased to zero. His mean arterial pressure (map) decreased to 30's-40's. As a result, ECMO flows were decreased by the respiratory therapist, impella flows were increased by the balloon technician and approximately 500mls of crystalloid was administered. After approximately 20-30 seconds, ECMO flow was restored to >5l and map returned to normal, without requiring an increase in vasopressor support. The patient was transferred to the bed and returned to the ICU with stable flows and hemodynamics. The dressing site at the groin was dry and intact. All connections were checked and the patient was again accompanied by the same care team. Within 5 minutes after the arrival to the ICU, the patient's flows decreased to zero with map in the 30's. The team was settling the patient in and noted the patient's hemodynamic instability. The intensivist was called to the bedside. The team observed the groin site was expanding and suspected the cannulas were displaced. The attending surgeon and anesthesia team were immediately called, and the team re-cannulated the patient at the bedside. The patient bled significantly and was acutely hypotensive. ECMO was adjusted and CPR was initiated. During this time, the patient received multiple units of blood. Flow was restored via new the ECMO circuit after approximately 20 minutes. Map increased to normal. During the event, it was noted that the patient's bed was not functioning properly and once the patient was stabilized it was removed from service for an evaluation by biomedical engineering.